Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was 600 mg/dl. Customer administered a manual injection to address their bg level. Customer continued to use the pump for insulin therapy.